Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that the patient was implanted 2 days prior to the date of this report. It was noted that the patient fell and the deep brain stimulator system was fractured. The patient had fallen 2 days prior to the date of this report. Additional information was requested but had not been received as of the date of this report.